Event description:
A pt reported experiencing inaccurate high results with a otp meter. The pt's blood glucose results were 241, 185mg/dl. Tests were done within 10 mins with a difference of 23%. Pt did not experience any adverse events. No further info has been reported. Note-customer using expired solution and cleaning meter incorrectly. Customer took medication for diabetes following use of meter.